Event description:
A (B) (6) male patient contacted lifecor customer support to report that he was receiving "adjust belt" alarms. He stated that he may have bumped the monitor. He stated that the monitor was only displaying the battery strength. He also reported that the electrode belt cable is frayed. Support sent a territory manager to the patient to replace the electrode belt and monitor.

Manufacturer narrative:
Device manufacture date: monitor (B) (4). Electrode belt (B) (4) - 01/2009. Device evaluation summary: device evaluations of monitor (B) (4) and electrode belt (B) (4) have been completed. The reported problem was confirmed. The cause of the reported problem was a defective -5 volt power supply on the computer/analog pca within the monitor. The -5v power supply is used to power the electrode belt. The root cause of the power supply failure cannot be positively identified but was likely a random component failure. This is an unusual event. The electrode belt was found to have broken wires in the trunk cable. These internal short caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. No adverse event resulted from the monitor and electrode belt cable problem. The patient received a replacement monitor and electrode belt.